Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated, and the reported event was confirmed. Part was fractured as stated in complaint. Failure occurred through the minor thread diameter. This area of the thread represents the smallest wall thickness. The connecting bolt showed signs of heavy use and wear that would be expected of an instrument manufactured approximately eight years ago. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Investigation results concluded that the failure mode has been addressed and corrected through a design change. The reported device was manufactured prior to the design change. There have been no other complaints reported on any parts manufactured after the design change was implemented. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the placement of an intermedullary nail, an attachment bolt fractured and remained inside the nail. A failed attempt to retrieve the fractured bolt resulted in a delay greater than thirty minutes. No adverse events have been reported as a result of the malfunction.